Event description:
This report is received from a study, a prospective, single center study to evaluate iol position, clinical outcome of panoptix in high myopic cataract patients by a physician. This prospective study included patients with age-related cataracts who were scheduled for cataract surgery within the bag intraocular lens (iol) implantation and had a nucleus hardness of I-iii. The axial length was limited to 26 to 30mm. The preoperative angle kappa and angle alpha were within0.50 mm. In addition, predicted iol power was restricted to +6d and +30d.the exclusion criteria were as follows, ocular trauma, ocular diseases including any corneal pathology, uveitis, and glaucoma, previous corneal or intraocular surgery, any intraoperative or postoperative complications, including any capsulorhexis complications such as capsule tear or rupture and failure to return for examinations or follow-up, or any other circumstances as judged by the investigator to be inappropriate for trial participation. From (B)(6) 2022 to (B)(6) 2023, 28 patients (28 eyes) undergoing cataract surgery were enrolled and evaluated. 2 patients failed to return for follow-up on time. So far, 4 patients have not completed the follow-up of 3 months. In total, 22 eyes from 22 patients were examined. There were 12 male and 10 female patients, in which 17 right eye and 5 left eye was involved in the study. In the questionnaire for visual disturbances, all patients responded that they no longer needed glasses. This file has been created for thirteen people who experienced glare, among them, three people said that it was moderate, with a slight impact on life, and the rest said that it was mild and had no impact on life. There were 6 files associated with this report. This is 2 of 6.

Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the study report did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported issues could not be determined. This file was created from a survey conducted from a study: a prospective, single center study to evaluate intraocular lens (iol) position, clinical outcome of company lens in high myopic cataract patients. The study reported that thirteen people said that they had glare, three people said that it was moderate, which would have a slight impact on life, and the rest said that it was mild and had no impact on life. The study indicated that all patients had high myopic, achieved 100% spectacle independence after surgery, with good uncorrected visual acuity in distance, intermediate and near. The operative refraction was close to emmetropia 3 months after surgery. ¿in our study, company lens have stable effective lens position and fast capsular bend formation in high myopic cataract patients.¿ the manufacturer internal reference number is: (B)(4)